Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook captura biopsy forceps with spike. The forceps have a surgical edge. When the physician went to take a biopsy the forceps ripped the tissue. The procedure was completed successfully with a new forceps. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our initial laboratory eval of the product said to be involved was unable to confirm the report as described. The forceps opened and closed smoothly with an expected amount of force. The cups were visually inspected under magnification and only a slight cup misalignment was observed. Upon performing the initial review, a product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device has been returned to the approved supplier for further eval. A follow up report will be generated once the eval has been received from the supplier. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all captura biopsy forceps with spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.